Event description:
It was reported that the customer had a high blood glucose level of 600 mg/dl. Customer treated with a manual injection. Customer stated that he does get a little headache and at times, he gets a little dizzy. Customer did not contact their health care provider. Customer stated that he has a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that there were no alarms for the day that he was experiencing a high blood glucose level. Customer stated that the last alarm was 10/22/14 for a low reservoir. Customer stated that all the boluses that he gave himself are in the pump. Pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer stated that sometimes he uses cool insulin. Customer wad advised against using cool or cold insulin since it could be the cause of the issue. Customer's blood glucose level dropped to low 300's mg/dl at the end of the call. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.